Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that cs300 intra aortic balloon pump (iabp) was not switching on. No harm or injury reported.

Event description:
It was reported that cs300 intra aortic balloon pump (iabp) was not switching on. No patient involved.

Manufacturer narrative:
Updated fields: b4, b5, e1 initial reporter name and mail ID, e2, e3, e4, g3, g6, h2, h3, h6 (investigation type, investigation findings, investigation conclusion, component code), h11. It was reported that before use, the cs300 intra aortic balloon pump (iabp) would not switch on. There was no patient involvement reported and no injury or harm reported. A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse reported that they found the battery was fully discharged because of a fault main input cable. It was replaced from the supply of the customer. Device passed the performance and safety checks according to factory specifications.